Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "hardening", pain, and "fluid-filled sac". Device remains implanted.

Event description:
Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data. Reason for reoperation: rupture.

Event description:
Patient reported right side "hardening", pain, and "fluid-filled sac". Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the posterior side assessed as fold flaw opening. ¿ visibility/palpability : unable to observe since it is a medical event and is not related to the device. ¿ pain : unable to observe since it is a medical event and is not related to the device. ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ black particles observed on the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ no penetrating nick ( stress marks) no further actions are required as no issues with the manufacturing process are observed.